Event description:
During a laparoscopic tubal ligation procedure, the rubber seal inside the device broke and fell into the patient's abdominal cavity. The doctor had to open the patient to remove the seal.